Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was prepared as recommended without any issues. After inserting the farawave the faradrive was aspirated as recommended, air was aspirated. The physician removed the farawave, no air was aspirated. Again with farawave in faradrive, the air was aspirated. Replacement of faradrive resolved the issue. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified both valves were not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valves near the center slit separate from the previously noted deformation.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was prepared as recommended without any issues. After inserting the farawave the faradrive was aspirated as recommended, air was aspirated. The physician removed the farawave, no air was aspirated. Again with farawave in faradrive, the air was aspirated. Replacement of faradrive resolved the issue. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a pressure bag was used for the irrigation of sheath. The guidewire was even with the farawave. No other issue has been reported.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was prepared as recommended without any issues. After inserting the farawave the faradrive was aspirated as recommended, air was aspirated. The physician removed the farawave, no air was aspirated. Again with farawave in faradrive, the air was aspirated. Replacement of faradrive resolved the issue. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a pressure bag was used for the irrigation of sheath. The guidewire was even with the farawave. No other issue has been reported.